Event description:
It was reported to agilent technologies that the equipment alarms too often for things that it shouldn't alarm for. On this particular pt, facility had not paid attention to the alarms because of repeated non-critical alarms.